Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that drawer 1.1 several pockets not on bus. A field service engineer (fse) booted into diagnostics and found that no pockets were detected on the bus. A fse replaced the drawer controller and the row board cable. While replacing the drawer controller printed circuit board, the fse accidentally broke the position sensor and subsequently replaced it. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, that multiple drawers and cubie pockets were failed. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.